Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer.